Event description:
According to the literature, a study aimed to evaluate a single surgeon¿s learning curve of laparoscopic radical prostatectomy (lpr) without a mentor-initiated approach. After a 2 month observer ship, the surgeon performed lpr's on a total of 72 patients between september 2021 and july 2024. The ureterovesical anastomosis in all cases was performed using a running v-loc suture. Postop complications included 5 patients with bleeding requiring blood transfusion, 3 patients with urinary leakage, 3 patients with fewer [sic, believed to be fever] and infection requiring antibiotics, 1 patient with a wound infection and 1 patient with a rectourethral fistula that required repair under general anesthesia. Non-product related procedural complications included an intraoperative rectal injury that required conversion to open surgery, spontaneous catheter removal requiring cystourethroscopy and catheter placement under local anesthesia, lymphatic leakage and lymphocele that required drainage under local anesthesia.

Manufacturer narrative:
Fatih biçaklioglu. Learning curve of laparoscopic radical prostatectomy without mentor guidance: a single surgeon¿s experience following a 2-month observership. Bull urooncol. 2025;24(3):80-87. Doi: 10.4274/uob.galenos.2025.2025.8.7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.